Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s t:slim x2 with control-iq user guide: "your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. Your pump should not be worn in hot tubs or saunas."

Event description:
It was reported that the pump battery could not be charged. Reportedly, the pump was submerged in water prior to the issue occurring. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate pump for insulin therapy.